Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the outer helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during aveir leadless pacemaker (lp) implant, the novel ventricular lp had gotten snagged, resulting in stretched helix. Fluoroscopy confirmed the stretched helix. The procedure was completed using an alternate device on (B)(6) 2024. The patient was stable.